Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. In (B)(6) 2016, the 90% stenosed, 3.5x15mm, type a, lesion was located in the left main trunk (lmt) to the left anterior descending artery (lad). Timi flow pre-procedure was 2. A 75% stenosed lesion was located in the right coronary artery (rca). A 14x10mm balloon was used to predilate the lesion with 2 inflations at 11 atms for 5 secs. A 30x28 mm synergy stent was implanted in the lmt-lad. Postdilation was performed with an unknown balloon inflated once to 12 atms for 5 secs and once to 20 atms for 10 secs. Timi flow post-procedure was 1. In (B)(6) 2016, the patient developed cardiac tamponade and cardiac shock. Pericardial drainage was performed. Angiography revealed no thrombotic occlusion and no perforation was confirmed. The event was diagnosed as left ventricular free wall rupture. Four days later, it was confirmed that there were no pericardial effusions. The pericardial drainage was removed. Four days later, the patient experienced chest discomfort during breakfast, slight st-elevation was confirmed. Angiography revealed 100% stenosis just proximal to the proximal lad. Poba was performed in the proximal lad with 0% residual stenosis. During the procedure, cardiac arrest occurred. Percutaneous cardiopulmonary support (pcps) was inserted. The patient died the following day.